Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size approximately 6 mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the technician shuttled down, it did not feel right, so the technician look at how far the shuttle was and it was confirmed that the shuttle could not be advanced any further. The stop cock was open and was left open. When the technician withdrew the sheath from the tissue tract there was no advancer tube visible, so the technician aborted the closure and converted the patient to manual compression for 10 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1226403) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.